Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs system was explanted for an unknown reason. The date of explant is unknown.

Manufacturer narrative:
Correction: additional information received indicates the system was explanted due to patient losing therapy due to lead migration. There is no device malfunction. This device is no longer considered reportable.